Event description:
Additional information was received; the patient reported that they did not have any further concerns with their device or therapy and it was noted that ¿everything was great.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model: 8832, serial# (B)(4); catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).

Event description:
It was reported that the patient was not getting the medicine and when the healthcare provider (hcp) removed the medicine, there was a "lot of medicine coming out". It was unclear if the pump was alarming; it was stated that per the hcp pump may be alarming and that it may be time to switch pump, get it out. At the last refill there was no volume discrepancy and per reporter "drawback of medicine was perfect, just a little bit in there". However, at three refills prior that, hcp withdrew "half of the huge syringe"; "either patient not using it as often or something was happening" was indicated. Patient was not getting relief. It was stated that the hcp would continue to monitor the pump logs/alarm and eri (elective replacement indicator). Drug delivered via the device was fentanyl. Additional information has been requested; a follow-up report will be sent when it becomes available.